Manufacturer narrative:
Narrative field; new updated and corrected information is referenced within the update statements. Please refer to statement dated (B)(6) 2017 in the field.   No further follow up is planned. Evaluation summary a female patient reported that her humapen (unspecified device) device was not working she experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc) concerns a (B)(6) year-old asian female patient. Medical history included hypertension. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) cartridge, via reusable pen (unknown humapen) morning 18, night 22 (no units provided), subcutaneously for the treatment of diabetes mellitus beginning in 2009. In 2009, time to event onset not known, she was hospitalized to adjust blood glucose since it was high (no values provided). No additional details regarding the hospitalization were given (pc: (B)(4), lot number: unknown). On an unknown date, she started to use (humapen luxura) instead. On (B)(6) 2017, due to pen breakdown, she did not inject insulin as usual for two days (pc: (B)(4), lot number: 1009b03). Corrective treatment and outcome of the events were not provided. Human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The user of the humapen and the humapen luxura and his/ her training status were not provided. The suspects humapen and the humapen luxura model duration of use were not reported. The humapen was not returned to the manufacturer as it was not in the possession of the patient; the humapen luxura was replaced not expected to be returned. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% treatment and did not provide any assessment of relatedness between the events and the suspect humapens. Edit 10-jul-2017: upon review of initial information of (B)(6) 2017, the second suspect device was coded properly to humapen luxura. Narrative was updated accordingly. Edit 11-jul-2017. Upon pc receipt from quality department, pc numbers were added in narrative. Update 12jul2017: updated medwatch fields for device regulatory reporting. Update 31jul2017: additional information received on 26jul2017 from the global product complaint database. Entered device specific safety summary (dsss) and updated the medwatch fields/european and (B)(6) (EU/(B)(6)) for the humapen device associated with pc of (B)(4) with unknown lot. Corresponding fields and narrative updated accordingly.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
Lilly case ID: (B)(6) this report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc) concerns a (B)(6) asian female patient. Medical history included hypertension. Concomitant medications were not provided. The patient received human insulin isophane suspension 70%/ human insulin 30% (rdna origin) (humulin 70/30) cartridge, via reusable pen (unknown humapen) morning 18, night 22 (no units provided), subcutaneously for the treatment of diabetes mellitus beginning in 2011. In 2009 she was hospitalized to adjust blood glucose since it was high (no values provided). No additional details regarding the hospitalization were given (pc: 4029971, lot number: unknown). On an unknown date, she started to use (humapen luxura) instead. On (B)(6) 2017, due to pen breakdown, she did not inject insulin as usual for two days (pc: 4029972, lot number: 1009b03). Corrective treatment and outcome of the events were not provided. Human insulin isophane suspension 70%/ human insulin 30% treatment was continued. The user of the humapen and the humapen luxura and his/ her training status was not provided. The suspects humapen and the humapen luxura model duration of use was not reported. The action taken with the suspect device was not provided and its return was not expected. The reporting consumer did not know if the events were related to human insulin isophane suspension 70%/ human insulin 30% treatment and did not provide any assessment of relatedness between the events and the suspect humapens. Edit 10-jul-2017: upon review of initial information of 16-jun-2017, the second suspect device was coded properly to humapen luxura. Narrative was updated accordingly. Edit 11-jul-2017. Upon pc receipt from quality department, pc numbers were added in narrative. Update 12jul2017: updated medwatch fields for device regulatory reporting.